Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrent with posterior colporrhaphy and perineorrhaphy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, organ perforation, dyspareunia, scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to obstructive voiding, implant complication, and systematic rectocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.